Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted lobectomy procedure, the device locked on tissue, the distal suture of the reload did not release. In order to resolve the issue, the doctor manually cut the suture with scissors. No patient injury.